Manufacturer narrative:
All buttons function properly. No keypad anomaly noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was setting his basal and he left it at the wrong button and he had a hypoglycemic event. Customer requested to have their pump exchanged for a pump. Customer's blood glucose was unknown. No further information reported.